Event description:
Remunity pump delivering remodulin malfunctioned and would not resume delivery. Back up pump malfunctioned simultaneously and would not start delivery. Resulted in hospitalization until pumps and batteries could be ordered and delivered.